Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, bwi received additional information regarding the event. The patient is female. Patient¿s condition had improved after the procedure. Physician commented that there was no relation between this issue and the bwi products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade. No device deficiencies were reported throughout the case. Post-procedure, a cardiac tamponade was discovered. There¿s no information on the type of intervention provided. It is unknown if extended hospitalization was required. Patient is currently recovering from the event. Physician causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.